Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via analysis of the submitted log files. The log file captured power cable disconnect and low power hazard alarms on (B)(6) 2025 due to the bus voltage and relative state of charge (rsoc) associated with both power cables decreasing below the alarm threshold. These events appeared consistent with a loss of alternating current (ac) power and progressed to activate a no external power alarm. The backup battery provided support to the system as intended during the no external power event. The associated alarms resolved when external power was restored to the system. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data captured. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the no external power alarm could not be conclusively determined through this analysis. The device history records for the mobile power unit could not be reviewed because the serial number was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. The IFU section 3, entitled ¿powering the system¿ and the patient handbook section 3, entitled ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook section 6, entitled ¿caring for the equipment¿ and the IFU section 8, entitled ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook section 10, entitled ¿safety checklists¿ and the IFU section e, entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The log files captured no external power events on (B)(6) 2025 while the patient was on the mobile power unit. Otherwise, the log file captured routine events, there were no adverse alarm conditions or parameter changes.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.